Manufacturer narrative:
Correction: manufacturer updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. To resolve the reported issue, the representative reported that the control panel for the imaging system was replaced on (B)(6) 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect control panel has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, imaging system could not complete any motion. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: aware date of initial MDR should be (B)(6) 2017. Initial filing would have remained on time as initial MDR filed on (B)(6) 2017.